Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged along its entire length. Stent struts were bunched up towards the proximal end. The stent was pushed proximally for approximately 7 mm exposing the balloon wall. This type of damage is consistent with the stent encountering resistance during advancing attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and found that the distal balloon cone was slightly crushed but balloon folds were evident. Crimp markings were also evident on exposed balloon wall. This type of damage was most likely occurred when the stent was disturbed from its position during advancing attempts. A visual and tactile examination found multiple kinks on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found that the entire distal portion of the bicomponent weld of the inner and outer extrusion was damaged. Multiple inner and outer shaft polymer extrusion kinks were noted between 55 mm to 95 mm distal of the port bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-dec-2016. It was reported that crossing difficulties were encountered. A 3.00x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.